Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012 and concomitantly underwent a dilation and curettage procedure. Since the procedure, the patient has been experiencing intermittent vaginal bleeding and abdominal pain. The patient was prescribed ibuprofen and aleve. About a week after the procedure, the patient was febrile. The patient had vaginal discharge with a fishy odor that went away after treated with diflucan 75mg twice daily for 7 days then, doxycycline 100mg twice daily for 7 days. Cephalexin 500mg three times daily for 14 days was also prescribed, but the patient did not complete the course. Vicodin as needed was also prescribed. Currently, the pain has subsided but the vaginal discharge persists. The surgeon opines that the patient's symptoms are consistent with degeneration of the known submucous fibroid.

Manufacturer narrative:
(B)(4). Fibroid necrosis. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.